Event description:
A customer contacted beckman coulter (bec) reporting that while troubleshooting for aperture alerts, the customer was pierced on her hand by the aspiration probe on the coulter act diff 2 hematology analyzer during the startup cycle. The customer had the instrument door open while she was cleaning the white blood count (wbc) and red blood count (rbc) baths with bleach to resolve the aperture alerts generated by the instrument when the incident occurred. The instrument had only run quality controls (qc) before the event. The customer observed that her injury was bleeding profusely. The customer went to the sink and ran tap water over the wound to clean the area. The affected area was immediately cleaned with hydrogen peroxide, covered with antibiotic ointment, and bandaged. The customer stated that the physician in the oncology unit was available to see her and assess the injury. Information regarding the assessment has been requested but has not been received to date. The customer was wearing personal protective equipment (ppe) consisting of gloves only during this event. There was contact to open or broken skin or mucous membranes; however, there was no death or affect to patient treatment attributed to this event. No erroneous results were generated as a result of the aperture issues.

Manufacturer narrative:
The following day of the event ((B)(6) 2013), the customer indicated that her hand was not sore and does not appear inflamed. Service was not dispatched for this event. The aperture alerts were resolved by cleaning the aperture baths with the bleach cleaning process by the operator. The labeling states that aperture alerts may be resolved by the customer. Labeling does state to not run the instrument with the door open and also states there is a chance of injury should the operator have their hand in the pathway of moving parts. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.